Event description:
It was reported that the device exhibited low out of range right ventricular pacing lead impedance. Lead noise was unsuccessfully reproduced with all exercises but isometric testing while updating pacing lead impedances reproduced out of range measurements. The pt will be brought back for more testings. The lead will be monitored.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.